Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that the patient underwent mesh removal on approximately (B)(6) 2002. It was reported that the patient underwent a surgical procedure on approximately (B)(6) 2008 and surgisis sling was implanted. It was reported that the patient underwent mesh removal on approximately (B)(6) 2008. No additional information was provided.

Event description:
It was reported by an attorney that the patient underwent gynecological procedures on (B)(6) 2002 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient persistent mixed urinary incontinence.